Event description:
Customer reported they have seen ultrasound channels registering false beats around 180 bpm without patient connected to the unit. There was no report of patient involvement. Ge medical systems investigation into the reported complaint is ongoing.